Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate instructions for making cartridge connections. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
The saline bag filled with effluent during a routine hemodialysis treatment when the operator failed to connect the waste line correctly. The treatment was ended and rinseback was not performed resulting in an estimated blood loss of 190 cc. The pt's hgb decreased from 10.3 g/dl at the start of (B)(6) 2010 to 9.7 g/dl on (B)(6) 2011, at 11 days post event. Eighteen days after the event, the pt's standard epogen dose was increased from 1,000 unit 1x/wk to 3,00 units 1x/wk. No other medical intervention was required.